Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. However, to determine an exact root cause a device investigation of the explanted device is necessary. Revision surgery is considered to take place in (B)(6), 2023.

Event description:
Information was received that when the user came to the clinic on (B)(6), 2023 additional channels with abnormal impedances were found. Re-implantation is planned for (B)(6), 2023.

Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue wire breakages. Further diagnostic imaging indicates a further migration of the electrode out of cochlea with two extra-cochlear channels in 2022. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
Information was received that when the user came to the clinic on (B)(6) 2023 additional channels with abnormal impedances were found. The user was reimplanted on (B)(6) 2023.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Information was received that when the user came to the clinic on (B)(6) 2023 additional channels with abnormal impedances were found.